Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced fluctuating cgm values. No specific examples were reported of fluctuating cgm values. The patient stated when the cgm reading was 66 mg/dl, she did not have a blood glucose meter to confirm the reading. The patient started to feel wobbly, dizzy, sweaty, nauseous, then vomited, passed out, and fell to the floor hitting her head. She reported being unconscious for about 5 minutes. When she woke up, she took about 3 glucose tablets and drank 4¿6 ounces of juice. She stated she had only taken metformin (dose unspecified) prior to the event. She contacted her doctor by phone and was advised calling 911 and go to the hospital if symptoms worsened. She also called a friend for help and then she called 911 while her friend was on the way. It was unknown if symptoms had worsen by then. When paramedics arrived, the blood glucose reading was around 200 mg/dl but not over 250 mg/dl, and the cgm had already failed. The paramedics did not provide treatment and monitored her for 15¿20 minutes. The patient was not brought to the hospital. She noted a bump on her head that she described as not serious, along with pain, believes there is a broken rib and bruising on her leg after hitting the wall before falling. It was understood that no diagnostic tests were done to confirm the broken rib. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.